Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer passed away while wearing a medtronic insulin pump. The reporting party was certain that an insulin pump malfunction caused the customer's death. The reporting party was called twice and both times the line rang multiple times before the call dropped without an option for voicemail. The reporting party was called four more times and each time the call dropped without an option for voicemail. The reporting party was called for a fifth time and the medtronic representative was able to leave a message with their contact information.